Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was having issues with insulin delivery. Customer reports issues with the infusion set and reservoir o-ring. Customer had a high blood glucose level of 500mg/dl and treated with manual injections on (B)(6) 2018. Product did undergo trouble shooting but has not yet been resolved. Product will not be returned for analysis.